Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The Date of event is unknown. The date entered in section B3 is the date Abbott Diabetes Care became aware of the event.All pertinent information available to Abbott Diabetes Care has been submitted.

Event description:
A low readings issue with the Abbott Diabetes Care (ADC) device was reported. The customer received a lower sensor scan results of 54 mg/dL compared to a blood glucose reading of 136 mg/dL obtained on a healthcare professional meter. Additionally, it is unknown whether the sensor scan result and the blood glucose reading were obtained within 10 minutes of each other. It is unknown whether the customer noted a trend arrow on the device. Details regarding the customer's symptoms are unknown. It is also unknown whether the customer received any emergent third-party treatment other than the blood glucose test. There was no report of death or permanent impairment associated with this event.